Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the fenestrated bipolar forceps (fbf) instrument sparked when bipolar energy was activated. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter contacted the surgical nurse, but she can no longer recall the details of what happened at that time and was unable to provide more information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.